Manufacturer narrative:
General reagent issues could be excluded as qc and calibration were inconspicuous. The field service engineer replaced the syringe unit and rinse tubing. He checked and adjusted the sample probe. After the service actions, the instrument performed as specified. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number was 747661. The creatinine reagent lot number was 772926. The urea reagent lot number was 790818. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for two patients from the cobas c 503 analytical unit. Patient 1 initial glucose hk gen.3 result was 15.4 mg/dl with a data flag. The automatic repeat result was 108 mg/dl. Patient 2 initial cobas creatinine plus ver.2 assay result was 0.253 mg/dl. The manual repeat result was 2.22 mg/dl. The questionable results were not reported outside of the laboratory. On 28-jun-2024, patient 3 initial urea result was 7.15 mg/dl with a data flag. The repeat result was 47.7 mg/dl. The questionable result for this sample was reported outside the laboratory.